Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and additional treatments appear to be related to circumstances of the procedure.

Event description:
Subsequent to the previously filed medwatch report the following additional information was received: multiple pre-dilatations were performed and additional guide wires were used, but the long xience xpedition stent (48mm) failed to cross the complex lesion resulting in the stent dislodgement. The stent was withdrawn from the ascending aorta using a guide wire and inflated balloon, but was lost in the right common femoral artery. The stent was retrieved using a goose neck lasso from an additional left femoral artery access. The lesion was treated with a shorter drug eluting stent with a good result. The patient was managed by a nephrologist with 4h prophylactic hemodialysis. The in-hospital stay was prolonged up to 3 days. No significant worsening of the renal function was noted until 10 days after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.5 x 48 mm xience xpedition stent dislodged from the balloon due to the calcified, angulated, long stenosis in the circumflex artery. The stent migrated and was retrieved with a lasso/snare device. They used more dye in a renal failure patient. No additional information was provided.